Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the distal right coronary artery (rca). A 2.00mm x 20mm emerge balloon catheter was advanced for pre-dilation. However, upon inflation at 11 atmospheres, the balloon would not reach to rated burst pressure and the balloon ruptured. The device was removed intact and exchanged with another balloon catheter. Then three promus premier stents were placed in the lesion and the procedure was completed. No patient complications were reported and the patient's condition was fine.